Event description:
This female pt was presented to the interventional lab for an angioplasty procedure of the right popliteal artery. The vessel was described as moderately calcified and tortuous. There is no information as to where the physician made access to the pt, what size sheath was used, of if there was any difficulty accessing the lesion with a guidewire. The information states that the balloon appeared perfect when taken from the packaging and standard prep was performed. The physician advanced the balloon to the lesion and when pressure was applied, with a 10cc syringe, the balloon burst at approximately 6 atmospheres. The balloon burst was described as longitudinal. There is no information as to how the procedure was completed. There was no reported injury to the pt.